Manufacturer narrative:
According to the complaint, the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.5 hardware: iphone14.2 cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on may 28, 2026. The patient's blood glucose levels reached over 500 mg/dl while wearing the pod between 36 and 48 hours on the hip/buttocks. Symptoms reported include lethargy, stomachache, headache, and vomiting. The patient was treated with a saline solution and insulin. The patient was discharged on (B)(6) , 2026.